Event description:
It was further reported that the patient expired after explantation. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Added b5 mso review, h6 component code 925.

Event description:
The complainant reported a 63-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported an arterial doppler showed no flows to the left lower extremity. The medical staff consulted vascular surgery about a distal perfusion catheter. The patient was transferred to the intensive care unit. The patient remained on impella support for 11 days.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿